Manufacturer narrative:
The device was manufactured between the dates of 15 march 2016 and 16 march 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During flow rate testing the flow rates were found to be within product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an overinfusion while connected to a small volume infusor. The device total fill volume was 100 ml while the maximum volume is 130 ml of an unspecified drug. The patient connected to the infusor thirteen days prior to the receipt of this report at 2030 (8:30 pm). The expected infusion time was 48 hours. On an unknown date, the patient disconnected. The flow restrictor wasn¿t in contact with any heating source. It wasn¿t at the same height to the patient¿s hand and it wasn¿t lowest of the reservoir. The device was placed at the patient's side and not directly in contact with the patient. There was no report of patient injury or medical intervention associated with this event. No difference in height compared to head. No additional information is available.